Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the hose clamp leaks. Additional malfunctions are the pm kit is dirty and the power switch has no alarm.